Manufacturer narrative:
(B)(4) device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery extending to obtuse marginal branch. A 2.50 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, upon removal of the device, the struts got caught on the guide catheter and was kind of stripped and pulled the stent off leaving the stent in the vessel undeployed. Another synergy stent was deployed crushing the dislodged stent to open the vessel and the procedure was completed. No patient complications were reported and the patient's status was fine.